Event description:
It was reported that the cardiosave intra aortic ballon pump had temperature overheated related malfunction. Unit left in too high temperature location. There was no patient involved.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.